Event description:
It was reported by the patient that when the patient "rides in a car or does anything with motion/vibration, [the patient] feels like [the] heart rate increases." The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.